Manufacturer narrative:
Patient''s weight unavailable. A portion of the lld was discarded, and a portion of the lld remained within the patient, thus no investigation could be completed. Conclusions codes were used for the following reasons: in the spectranetics instructions for use (IFU), 4. Warnings, it states, in part: "when using the lld: do not abandon a lead in a patient with a lld still inside the lead. Severe vessel or endocardial wall damage may result from the stiffened lead or from fracture or migration of the abandoned device". He physician did not attempt to unlock the lld from the lead prior to cutting and capping the lld/lead. There was no evidence of malfunction of the lld.

Event description:
A lead extraction procedure was planned to remove 4 leads: a right ventricular (rv, model 7120q)), a right atrial (ra, model 1888tc)), a left ventricular (lv, model 1458q) and a capped ra lead, (model 1882tc) due to a cied system/pocket infection. According to the report, the 1888tc ra lead was removed successfully. It was reported that there was a spectranetics lead locking device (lld) within the rv lead, providing traction to aid in the lead''s extraction. However, the overall health of the patient was unstable and too high risk, so the physician decided to abort the procedure and perform an open heart procedure to extract the remaining leads, scheduled for a different day. The physician did not attempt to unlock the lld from the rv lead and cut and capped both the rv lead and the lld contained within the lead, and these remained in the patient''s body. It was reported that this was the only lld which remained within the patient. This report captures the lld within the rv lead which was cut and capped and remained in the patient. Only one lead was reportedly removed in this procedure, and that no devices but the lld was used during the procedure. There was no alleged malfunction of the lld device during use in the procedure. It was reported the patient was brought back a different day for the open heart procedure.